Event description:
Leg caught between siderail and mattress resulting in tear of leg down into muscle. Requiring woundcare, consults with vascular surgeon. Anticipate several months before being fully healed.